Event description:
Baxter reports that a spike of a transfer set was broken. The set was in use for 60 days. There ws no patient injury or medical intervention associated with the incident.

Manufacturer narrative:
There were no samples available for evaluation. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.